Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the data that was entered did not appear on the display¿. The unit was triaged and the customer¿s reported condition was confirmed. Customer's complaint that data entered did not appear on the display was confirmed. Problem caused by defective motherboard (pcba). A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the data that was entered did not appear on the display. There was no patient harm reported.